Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the battery won't charge. There was no patient involvement. The customer did not approve the quote for the repair. If further information is obtained, this complaint will be reopened.